Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The reported issue could not be replicated; no problem found. No problem found. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up report will be submitted. Concomitant medical products: exact event/therapy date is unknown. It is only known the event occurred in (B)(6) 2021, the date provided is an estimation provided to satisfy field requirements only.

Event description:
It was reported that the device is creating rip in skin graft when meshing through. Ratchet also does not ratchet correctly. Malfunction occurred sometime in (B)(6) 2021. No adverse events were reported as a result of this malfunction.